Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 25 months ago. It was reported that this patient presented emergently with a 12 cm ruptured aneurysm. Originally the aneurysm was 10 cm. The aneurysm rupture was due to a proximal endoleak which was the result of a severely angulated and dilated aortic neck. The patient was converted to open repair (explant). The explanted stent grafts were discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (conversion to open repair, rupture). Patient's condition affected effectiveness of device (disease progression; neck dilatation and severely angulated neck). Conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation and severely angulated neck).